Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter, other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-sep-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (15mg/ml at 5.6mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the hcp suspected a problem with drug delivery. Subsequent analysis revealed that the catheter was not in the intended area at c7. It was also spiraled/tangled. The catheter came out of position and spiraled/looped inside of the intrathecal space. The hcp replaced the entire catheter; part of the spinal segment was left in the body. No environmental, external, or patient factors were reported to have caused this issue. The event was diagnosed by x-ray observation by the hcp. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.